Event description:
Pt deteriorated to a stage of near cardiogenic shock and (B)(4) level 2 and required administration of high dose inotropes. He also developed acute renal failure and was on dialysis. Diagnostic work-up suggested left vad malfunction.